Manufacturer narrative:
The device was received for evaluation. The device was tested for upstream occlusion detection and found to properly alarm for an upstream occlusion. Additionally, the ultrasonic sensor calibration was within range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified and a definitive cause is unknown however a partial upstream occlusion may not be detected by the pump or the pump may be slow to detect a partial occlusion. The issue is potentially related to fa 2021-056, which is associated with reinforcing proper IV line setup and detection of upstream occlusions for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not recognize upstream occlusions during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.